Manufacturer narrative:
Two used devices were received for evaluation. The visual and functional testing was performed. As resulting, both cannulas are observed to be bent, no applicators or tubing sets were returned. No other damage or anomalies observed. In order to replicate clinical use and to test for an occlusion, an occlusion test was conducted on the returned samples using a hydrostatic pressure pump. Both returned sets established free flow. The allegation made by the complainant of line block alarm with bent cannulas was confirmed. The probable cause was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
The customer involved the cleo set had line blocked alarm following a tubing change and resumption of insulin delivery. The reporter has reported two additional line blocked alarms, both occurring while attempting to resume delivery with the current cassette. There was patient involvement/ no harm reported. Evaluation of the returned devices was confirmed the reported issue with bent cannulas, this would cause obstruction of therapy flow during use.